Manufacturer narrative:
Updated results of investigation: the navio handpiece, part number pfsr110137, (B)(6), used for treatment, was returned for evaluation. A relationship between the reported event and the device was established thru functional evaluation. The reported problem could not be visually confirmed. The handpiece tripped the siu fuse and showed error 4000000000000 during test setup. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is an electrical failure in handpiece cable affecting fuse in siu. The navio surgical technique manual (500197) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines" section of "performing trial reduction and postoperative assessments". A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions determined this case and associated lot or serial number is associated with a CAPA and no further action is required. Further investigation into the reported failure was conducted as part of our continuous improvement efforts and corrective actions are being implemented to improve product¿s performance. Nevertheless, per our risk assessment the failure mode and associated risk have been anticipated within the risk file and anticipated risk level is still adequate. Hence no field actions are deemed needed.

Manufacturer narrative:
The navio handpiece, part number pfsr110137, (B)(4), used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The handpiece tripped the siu fuse and showed error 4000000000000 during test setup. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is an electrical failure in handpiece cable affecting fuse in siu. The navio surgical technique manual (500197) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines" section of "performing trial reduction and postoperative assessments". This failure is an identified failure mode within the risk assessment. Further investigation into the reported failure is being conducted to determine if additional actions are required.

Event description:
It was reported that the investigation found that the returned handpiece had an electrical short that cause the siu's blown fuse which made the system show the error and exit out from the case when connected ((B)(4)). All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.¿